Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No external ram crc or unexpected restart alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was downloaded in the care link pro software and all bolus deliveries registered properly in the care link history report. No error on the meter software noted. The pump had a displayable history crc alarm in the alarm history file. The alarms were due to corrupted history files. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced displayable history crc check failed at startup, unexpected restart alarm and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that he tried multiple times to upload to carelink but continued to receive software error on meter. The product was not returned for analysis.